Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h6 -health effect - clinical code 4581: no code available (incision enlarged). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the preloaded intraocular lens (iol) was damaged. The iol was explanted during the same procedure. The incision was enlarged, and sutures were required. The procedure was delayed by 15 minutes. Through follow-up, we learned that the backup tecnis odyssey iol was implanted. No additional information was received.

Manufacturer narrative:
Additional information: section h3, device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, photos were provided by the customer. The customer provided photos were evaluated. The photos show an eye being implanted with the suspected complaint product. A portion of the lens (near the haptic) was observed to get stuck in the cartridge tip, creating a tear in the lens. Due to no product received, no further evaluation was performed. The complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.